Event description:
During a remote follow-up, episodes of myopotential oversensing, noise resulting in oversensing due to electromagnetic interference (emi), inappropriate automatic mode switch (ams), and p-wave amplitude variation were observed on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.